Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown.

Event description:
During the atrial fibrillation ablation procedure, air was aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.